Event description:
According to the reporter: customer reports that the tip fell off in patient but it was easily retrieved. No information related to patient is available. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Patient current status reported as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).